Manufacturer narrative:
(B)(4).

Event description:
The device was found in standby mode. It should be noted the patient had radiotherapy to treat prostate disease last year.

Event description:
The device was found in standby mode. It should be noted the patient had radiotherapy to treat prostate disease last year.